Manufacturer narrative:
The reported device was received for evaluation. It was determined the device did not contribute to the reported event. A visual inspection found black stains in the power cord and the housing. A functional evaluation revealed no issues. No overheating was noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat event. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the mdu become very hot and stopped working. The procedure was successfully completed with non-significant delay using a back-up device. No patient complications were reported.